Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set's tubing was detached from connector while she was sleeping. Therefore, the patient's blood glucose level was 150 mg/dl at the time of the event. Moreover, the infusion set had been used for few minutes and the expiration date of the infusion set is (B)(6) 2024. Further, the infusion set was replaced and insulin was resumed successfully. No further information was available.